Event description:
Related to mfg # 2183959-2013-01047. It was reported that the pt had a miniarc precise sling implanted in october or (B)(6) 2011. On (B)(6) 2013, the pt presented with pain near the insertion, "anchor site," on the left side only. She also reported "a burning sensation over the left thigh and some hip pathology but not thought to be causing her any groin/thigh pain by two orthopods." No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.